Event description:
This css console was not supporting a patient. The customer reported that it sounded like "funny noises" were coming from the regulator on the css console. The customer also reported that the "noises" occurred when the drive pressures were set at high normal values. This alleged failure mode poses a low risk to a patient because it was observed when the css console was not supporting a patient. In addition, this alleged failure mode would not prevent the css console from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.